Event description:
It was reported that the device was used during laparoscopic cholecystectomy. The device misfeed during the firing of the device. Another device was used to complete the case. There was no consequence to the pt.